Manufacturer narrative:
The recipient's device was reportedly not functioning and the recipient experienced chronic pain and tenderness at the implant site.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding treatment were unsuccessful. The recipient is reportedly healed. This is the final report.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device passed all of the tests performed.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.